Event description:
It was reported by the rep that the (1) 35ol was used during a diagnostic laparoscopy procedure. It was reported that the surgeon used the 5mm optiview for the initial insertion and access was gained without incident. When the obturator was removed from the cannula, the surgeon noticed that the conical tip was not on the obturator. A search for the tip was conducted and ultimately found on the pt's drapes. The surgeon used the cannula to complete the procedure. There was no pt consequence.